Manufacturer narrative:
(B)(4) - inconclusive - the actual device is composed by one needle which is broken in the middle. There is the mark of a needle holder but no evident reason for the needle breakage. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used. During the procedure, the tip of the needle broke inside the patient. The physician searched for the needle, an xray was performed, and the patient & (B)(6) scar was enlarged, however, the needle could not be located. The patient underwent a second procedure for retrieval on an unknown date. The needle was located and removed.